Event description:
It was reported that during an unknown procedure, the safety lock sometime either did not rebound immediately or it took a few seconds and slowly returned back to its position, and sometime there's no audio feedback. Unknown how case was completed.

Manufacturer narrative:
Instrument a: universal seal assembly. Evaluation summary: the analysis results found that the instrument a was received with the lower ring of the universal seal assembly broken. The instrument was not functionally tested due to the obturator not being included in this product code. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the instrument b was received in good condition. The instrument was not functionally tested due to the obturator not being included in this product code. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.